Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with blood glucose levels greater than 600 mg/dl. The customer experienced nausea and vomiting. Troubleshooting was not possible at the time of the call as the customer did not have supplies with her. Advised the caller to call back for troubleshooting. Nothing further was reported.